Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they woke up to their blood glucose (bg) levels at 3.3 mmol/l. Bg's decreased to 2.8 mmol/l when they ate. The patient restarted their omnipod 5 personal diabetes manager (pdm) and saw in the history that the pdm had delivered 0.15 units whilst they were asleep.